Event description:
It was reported by service report that the head right side rail was not working and the bed would run up on its own. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: siderail malfunctioned sending constant signal to cpu to raise lift on bed.